Event description:
The customer reported problems with connecting the primary set to the maxplus clear valve on the maxguard extension set. Reported the pt was in the pre-staging area of the cath lab and when the user connected the primary set to the maxguard extension set the male luer and spin collar on the primary set broke. The male luer cracked in half and remained inside the maxguard extension set. No pt harm or medical intervention reported. Although requested, no additional info or event details provided.

Manufacturer narrative:
(B)(4). (B)(6). Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the device be returned for eval.